Event description:
The customer reported the physicist found excessive disparity (greater than 4%) between the viewed image and exposed fields of modes mag1 and mag1. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the image sizing in modes mag 1 and mag2 to decrease disparity between the viewed image and exposed fields of modes mag1 and mag2, and reduced the combined x+y difference to less than 2% of sid in all modes. The sys operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.